Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure the device did not work where the lens got stuck inside the device. Additional information received stating that the surgery was completed on the same day after replacing the iol. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Video was returned and the reported complaint was observed. Video provided shows an autonome device. When the lever is pressed, the device appears not to activate. The root cause appears to be vendor related, as the device failed to activate when the lever was pressed. However, due to the absence of a physical sample, we are unable to determine the exact cause of the event. Based on the results from product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).